Event description:
When rn took the gloves off, rn started to itch all over. Rn took benadryl and about 25 mins later experienced throat swelling, difficulty breathing, sweatiness, turned red and was still itching. Rn was taken to the emergency room and treated for anaphylaxis, with steroids and benadryl.